Event description:
Customer received readings of 441 mg/dl and 118 mg/dl within ten minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.